Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed no evidence of a load step malfunction. During testing, the pump successfully completed the rewind, load and prime sequence with no issues. The force sensor calibration was found to be within required specification. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of contamination or cracked force sensor traces and no evidence of internal moisture was found. The complaint of a load step malfunction issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.